Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to high impedance on leads. The patient is doing great post operatively. The explanted device will not be returned due to facility policy.

Manufacturer narrative:
Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch:7080111.